Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump went dead after a long beep. The customer blood glucose level was 413 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer states the insulin pump had crack at the top of the cap. Customer states the spring was neither damaged nor corroded. Customer states the insulin pump did not exposed to moisture. Customer states the contacts on the battery cap was not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to interface board.